Event description:
The hearing aid (h/a) user went to his doctor for a checkup. The doctor found and removed 2 wax guards from the pt's right ear. There was no injury, no redness, swelling or drainage.